Event description:
Pt reported that a comparison between the pt's surestep meter and a hcp meter were 87 mg/dl (ss) and 61 mg/dl (hcp) respectively (43% diff.) While in a fasting state. Control solution test result was in range. There was no allegation of harm.